Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient's insulin has air bubbles in the reservoir. The patient's blood glucose level is unknown. Trouble shooting was conducted. Device is being not returned. No further information available.